Event description:
It was reported when using the bd pyxis medstation es had failed drawer, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer had failure. A field service engineer conducted queen of latch contacts to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.